Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery and drive support cap was loosed. The customer¿s blood glucose value at time of incident was 400 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer was treated for high blood glucose with pen. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when event was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but unable performed the basic occlusion test or verify under delivery anomaly due to loose/protruded drive support disk.